Event description:
Event description cpi received information that a patient programmed to pace at 60 was having episodes where the patient's heart rate drops to 40 bpm, the implantable cardioverter defibrillator (ICD) oversenses vf and charges but the charge is diverted.